Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up with a device that was far field r-wave oversensing on the atrial channel. Programming changes were recommended.